Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # (B)(4). The actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The primary analysis finding noted longevity and battery data with battery depletion at eol/eos/eri/rrt. Eri date (B)(4) 2012. (B)(4).

Event description:
It was reported that a remote transmission was received (B)(6) 2012 where the device indicated elective replacement indicator (eri), but there no alert was triggered for the eri. Another remote transmission was received (B)(6) 2013 where the device showed an alert wastriggered for eri in (B)(6) 2012. The clinician was concerned about the discrepancy because the patients are scheduled for change outs based on the eri indication from the transmissions which is actually different than the device eri. The device remains in use. No patient complications have been reported as a result of this event.